Event description:
It was reported that that during a minimally invasive l4-l5 tlif and l3-l4 discectomy the patient then suffered an aortic aneurysm and died. The aneurysm is being attributed to the anesthesia. Per the hospital, this was not related in any way to the surgery or the devices. No autopsy will be performed.

Manufacturer narrative:
(B)(6). (B)(4): per the reporter, the reported event was not related to the device; we are filing this MDR for notification purposes.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.